Event description:
It was reported during the patient's implant procedure, the atrial lead exhibited loss of sensing and high capture thresholds. As a result, a new lead was implanted with good diagnostic results. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4).